Event description:
It was reported that the device was used during an unknown procedure. The device was fired and the surgeon cut the bowel along the edge of stapler with knife. When stapler was opened, it appeared that no staples had fired. The cartridge was inspected and appeared to be empty. Later in the case, multiple unfired staples were found on the drape. Another cartridge was loaded into the device and fired without complications and the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was returned fully fired. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.